Manufacturer narrative:
(B)(4). Batch #: t5a509. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60t reload (b) was returned unfired with 7 doubles drivers and 1 single driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end form left side. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that the surgeon identified that the reloads described had the metal part loose, making it impossible to fit them in the stapler channel. After that, the reloads were replaced, and the new one was in perfect condition, and worked normally. No harm was done to the patient and the surgery was not extended.